Event description:
The patient reported that her blood glucose elevated to 25 mmol/l (450 mg/dl) at 3:30pm in 2007 and her infusion device was "dead." She stated that she did not receive any alert or error message to notify her that the infusion device shut down. She bolused via injection to lower her blood glucose. Her normal blood glucose level is 6 mmol/l (108 mg/dl). She stated that the battery had been in use for approximately 4 weeks. She inserted a new battery, and the infusion device did not properly function. No further information is available. The infusion device and battery were requested to be returned for evaluation.